Event description:
It was reported that the customer's bg value displayed as  "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to treat the low blood glucose and was advised by technical support to consult their healthcare provider to discuss possible factors affecting blood glucose levels; the customer understood and acknowledged the recommendation.